Manufacturer narrative:
B5: it was clarified that one (1) homechoice cassette leaked on the reported event date; previously reported as two (2). H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak through the cassette. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked. The issue was identified after completing treatment for peritoneal dialysis (pd) therapy. This was further described as ¿they placed the cassette on their table. When they returned they noticed solution was already draining from the cassette¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.